Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report a display anomaly. The customer's blood glucose reading was 134 mg/dl. The customer performed troubleshooting to no avail. The customer was to perform a pump rest and call back. The customer called back and reported that the display was still blank. The customer's blood glucose level rose to 260 mg/dl. The customer's device was replaced, and was informed to return their device for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device was programmed and monitored for four days. No blank display, unexpected flashing white lcd or unexpected beeps noted. Device had minor scratched display window, scratched case and a pillowing keypad overlay.